Event description:
Caller reported a minimum fill notification without any adverse impact on the customer's blood glucose level. Customer attempted to resolve the issue by reloading a new cartridge but was unsuccessful. Technical support instructed the customer to remove the pump from its case and clean the pneumatic tap area using an alcohol wipe or lint-free cloth. No additional information was provided about the resolution of the issue.